Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that there was a rise in capture threshold and pli on the rv lead. Chest x-ray did not reveal any structural abnormalities with the lead. Provocative testing was performed but did not reveal any lead noise. Lead will be monitored.